Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent a ventricular tachycardia (vt) ablation procedure with a qdot micro catheter and the patient experienced stopped atrioventricular (av) conduction. It was reported that the patient had an adverse event. The physician indicated that at some point after a premature ventricular contraction (pvc) ablation on (B)(6) 2025 and the patient stopped having av node conduction which they believed resulted from the pvc ablation. During the procedure, the physician ablated with the qdot micro catheter just below the "right/left commissure," on the left ventricular outflow tract (lvot) side. They ablated in the right ventricular outflow tract (rvot) as well. There were no issues before, during or after the procedure. It could not be confirmed if the procedure that the physician reported about was the procedure on (B)(6) 2025 utilizing johnson & johnson medtech electrophysiology (jjmtep) products. It was unknown when the physician was made aware of the loss of av node conduction. It was unknown if any intervention was performed but assumed they received a pacemaker. No further information was known about the adverse event. The current patient status was unknown. Multiple attempts have been made to gain clarification and additional information about this event with no response. Should any new information be obtained, it will be assessed and processed accordingly.